Event description:
It is reported that after the catheter puncture and progression when carried out, washing with saline, was observed leakage in the mark of 25 cm, preventing it to remain in the pt.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for evaluation is one 5 fr groshong d/l catheter. During functional testing, a small pinhole leak was observed emanating from the catheter. The leak site is located on the proximal lumen side of the catheter. The leak site is identified at the 21 cm depth marker. The damage found on the returned complaint sample is consistent with an inadvertent nick by a needle or some other sharp instrument. This may have occurred during placement or handling of the catheter. However, the exact mechanism of damage is undetermined at this time. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) of reve0573 showed no other similar product complaints from this lot number.